Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The tip separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that the reported tip damage appears to be due to operational context. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the herculink elite instructions for use states: carefully inspect the rx herculink elite renal stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a lesion at the ostium of right renal artery with 50% stenosis. A 4.0x18mmx135cm rx herculink elite stent delivery system was intended to be loaded onto the guide wire when it was noted that the nose cone (tip) was broken. The broken nose cone (tip) was removed/ pulled off and the device advanced onto the guide wire without any resistance and the stent successfully deployed. The delivery system was simply removed without any other issue noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.